Event description:
Procedure: wedge resection. According to the reporter: customer reports: during the resection and the application of the staples on the lesion of the lower lobe of the right lung. The loading unit got stuck in the first phase of cutting and application of the staples. Subsequently a new loading unit was replaced to continue the resection, but the loading unit had the same problem. Both loading units have been used with the same egiaushort. Conversion procedure from laparo to open. An egia60amt has been used to complete the resection in open. Current health conditions: good. Additional information: was any reinforcement material used in conjunction with the stapling device: no. Was surgical time extended by more than 30 minutes due to the product problem: yes, since the procedure changed conversion procedure from laparo to open.

Manufacturer narrative:
(B)(4).